Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was stretched and the outer polymer was fractured in multiple locations along the shaft. The braided shaft beneath the outer polymer remained intact. The cat8 was kinked. Conclusions: evaluation of the returned device confirmed that the cat8 was stretched and the outer polymer of the cat8 was fractured in multiple locations. The stretches and fractures to the catheter shaft likely occurred due to forcefully withdrawing the cat8 against resistance. The evaluation also revealed that the cat8 was kinked distal to the stretches and fractures. Kinks of this type typically occur if the catheter is forcefully advanced against resistance. The kink to the cat8 likely caused the resistance experienced during withdrawal of the cat8 from the patient. The complaint further indicated that the non-penumbra sheath was ovalized, which likely contributed to the resistance experienced by the physician; this could not be confirmed since a non-penumbra dilator was replaced inside the sheath. Penumbra devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in a femoral popliteal bypass graft using an indigo system aspiration catheter 8 (cat8). During the procedure, the cat8 was advanced through another manufacturer's sheath and to the location of the clot burden. The physician turned on the aspiration and the bypass graft was thrombectomized. However, after approximately 5 minutes of aspiration, the physician had difficulty pulling the cat8 out of the sheath and noticed that the inner coil of the sheath may have ovalized and locked down on the outer portion of the cat8. Upon applying significant force to pull the cat8 out of the sheath, the outer material of the cat8 became stripped; however, the physician removed the entire cat8 from the patient in one piece. The procedure was completed using a new indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.